Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent an unspecified breast surgery with 225cc mentor smooth round moderate profile saline breast implants experienced left-sided implant deflation and bilateral capsular contracture (grade unknown) postoperatively. The patient experienced breast pain, then underwent mammogram which indicated left breast implant deflation. As a result, the patient underwent explantation without replacement on (B)(6) 2020. Deflation and capsular contracture were confirmed upon explantation. This medwatch report is for the right-sided implant.